Event description:
Patient called to report a product issue with her in-ear hearing aids she started using on (B)(6) 2025. Patient stated they are not loud enough. She said even on level 5 she can't distinguish what people are saying. Patient stated she can't use them if they can't go any higher. Patient confirmed she uses one device in each ear. Reference report mw5168548.